Manufacturer narrative:
There is no suspected device failure. Review of the device history record for the lot in question confirmed all parts met manufacturing requirements prior to release. The reported patient complication is an inherent risk in this type of procedure.

Event description:
The nykanen rf wire (rf wire) was used in a procedure in a patient with hypoplastic left heart syndrome. Puncture was performed through the navel and a wire and sheath were inserted. Following insertion of the rf wire, septal puncture was attempted under transesophageal echocardiography (tee) and fluoroscopy. However, the tip of the rf wire was not positioned in the direction of the septum. The guiding catheter was exchanged (cook/flexor) and the rf wire was properly positioned. Tenting was confirmed at the superior area under tee and and fluoroscopy. The physician tried to approach the inferior area, but the rf wire turned toward the posterior direction. The rf wire position was adjusted with catheter manipulation, but wire tenting could not be confirmed. The physician decided to deliver rf energy at the superior area and advanced the wire to the left atrium. Rf energy was delivered only once. The microcatheter was advanced to the left atrium for wire exchange. At this time, the wire was confirmed to be widely advanced toward the left ventricle direction under fluoroscopy. When the physician was about to check with echo, it was observed that blood pressure was decreased and bradycardia was confirmed. Since perforation had occurred, surgical intervention was performed. Bleeding was stopped and septal puncture was surgically performed.